Manufacturer narrative:
Additional information: patient age/date of birth: unknown as information was not provided. If implanted, if explanted, give date: not applicable, as the intraocular lens was inserted and removed in the initial surgery. (B)(4). Device evaluation: product testing could not be performed because the product was discarded by the account. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional investigation request (ir) for this production order number has been received and is not related to this complaint. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
While inserting the intraocular lens (iol) in the patient¿s ocular dexter (right eye) it was reported the plunger did not feed the lens out, the lens was stuck in the pre-loaded cartridge, and there was patient contact with the product. The incision was enlarged and the lens was discarded. No further information is available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.